Event description:
It was reported that a malfunction alarm occurred but did not cause any notable events prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided the customer with information to reset the pump, assisted with the reset, and ensured the malfunction did not recur. The customer was advised to continue using the pump and to reach out if any issues arose again.